Event description:
As reported by hosp in another country during an angiogram procedure, when physician went to draw contrast into the control syringe, air was noted in the manifold. When disconnecting the syringe from the manifold, the male end of the syringe snapped off in the female luer fitting of the manifold. The items were replaced and the procedure was continued. No air was injected/there was no pt injury.

Manufacturer narrative:
It has been reported that the used device will be returned; however, it has not yet been received by MFR. Therefore, a failure analysis is not possible. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.